Manufacturer narrative:
The device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of pipeline flex embolization device that did not open in the middle section. The patient underwent embolization treatment for a small unruptured saccular aneurysm located in left c6. Measuring 9.6mmx5.53mm, landing zone distal 3.93mm proximal 3.75mm. It was reported that pipeline device couldn't be opened well after releasing. The physician adjusted for many times but failed. At the same time, spasm occurred in the patient's blood vessels. There were no reports of intervention in association with the spasm. After repeated attempts failed, the physician decided to replace the pipeline device. The pipeline device was re-sheathed and removed with the microcatheter. The vessel was severely tortuous. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, the distal and proximal ends of the pipeline flex braid was found fully opened without any damage. The distal and proximal dps restraints and dps sleeves were found intact without any damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No damages were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. Based the analysis findings, we were unable to determine the cause of failure to open in the middle section during the procedure. The returned pipeline flex braid was found fully opened. It is possible that the ¿severe vessel tortuosity¿ may have contributed to the failure to the reported issue. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.